Event description:
A us distributor reported that a monitor cannot run detect and treat testing.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (unable to complete detect and treat testing) was due to the monitor's electrode belt guide pins being bent, causing the belt to be unable to insert into the connector. The root cause for the bent guide pins was physical abuse. The device is designed to meet iec 60601-1 mechanical requirements. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. There was no adverse event that resulted from the damaged monitor.